Manufacturer narrative:
Literature reference: doi: 10.1002/ccd.25411. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to retrospectively analyse 1,489 consecutive stent implanted lesions in 1,057 patients who underwent intravascular ultrasound (ivus) imaging post-stent implantation from july 2011 to march 2013. The patients had a history of diabetes, hypertension and hypercholesterolemia. Clinical status at baseline were stable angina, unstable angina and nstemi. During the index procedures, integrity bare metal stents and resolute integrity drug eluting stents were implanted in the left main, lad, lcx and right vessels. Using ivus, stent deformation in vivo was identified in four of the resolute integrity drug eluting stents implanted in the rca and lm vessels. The lesions were ostial. Calcification and tortuosity by angiography were frequently observed in almost half of the deformation cases. At a median follow up of 15 months, two patients died, 3 patients underwent target lesion revascularization and 2 patients underwent non-target vessel revascularization.